Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient's pump had flipped in their chest below the clavicle. The event date was reported to be (B)(6) 2020. It was stated the patient felt it and felt some pain, but wasn't sure if it was from the "ins" or if their therapy was not controlled. The patient was advised to call their doctor or go to the nearest emergency center if the patient got worse. There were no reported contributing factors. It was reported the issue was resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. Further complications were not reported. Additional information was received from a foreign healthcare provider (hcp). It was reported the patient went in on (B)(6) 2020 for a follow-up, but the day care sent the patient in to the ER. The hcp wanted to do a CT scan of the abdominal pelvis due to a possible infection around the pump area. The patient had seen another hcp on (B)(6) 2020 and they started the patient on IV fluids. The patient's white cell count was 9.1 and crt was over 100. The patient had an area of redness of about a 20-30 cm circle around the left upper abdominal.